Event description:
Related manufacturer reference number: 2017865-2022-40252. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise, high capture thresholds, high pacing impedance on the right ventricular (lv) lead. During the operation the implantable cardioverter defibrillator set screw not being able to tighten or loosen on the (ICD). The physician elected to explant and replace the lv lead and ICD. The patient was in stable condition.